Event description:
Over the course of a week, staff members were monitoring several different pts and the unit lost power without displaying any error messages. When the alleged malfunction occurred, the staff would change the battery, turn the unit off and then on again and the unit would function properly. There was no adverse effect on any of the pts.